Event description:
On (B)(4) 2012 a territory manager (tm) reported that the patient's replacement pump would not hold the date when trying to program the pump and correct the date to (B)(6) 2012. The issue reportedly occurred prior to the pump being used by the patient and there were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because of the allegation that the date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.